Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2013-95759.

Event description:
The customer reported that he was treated by the paramedics due to a low blood glucose of 35 mg/dl. The customer stated that he wears the sensor, and has been having large discrepancies between the sensor and blood glucose readings. The customer stated that he sometimes treats based on the sensor glucose readings. Troubleshooting was performed. Found that the customer is calibrating correctly, but only inserts in one part of his body. Advised the customer to use different parts of the body to avoid inserting into scar tissue. Nothing further was reported.